Event description:
It was reported in an article that allegedly a woman who had a stroke approximately 30 minutes after vertebroplasty. Imaging revealed that bone cement had embolized to the left middle cerebral artery. Emergency embolectomy was attempted but was unsuccessful and the patient died within 24 hours of the stroke.

Manufacturer narrative:
We were unable to confirm whether this product was sold as a kitted device with a stryker cement mixer, or if it was sold only as the stryker spineplex. Device is not able to be returned for evaluation. Dr. Called back and said to call him. He said to either call him or rep, the stryker sales rep. Called dr. And he was not in. Called rep. He said that he discussed it with dr. And this happened years ago when dr. Was in another state. This is not a recent case. Dr. Stated that this event happened over two years ago. He said that the event was not reported with the FDA because he did not believe that the event was a direct result of the stryker spineplex. He said that they could not confirm the exact cause of the patient's death because the family refused and autopsy, but they speculated that it was due to either a hole in the heart or a vascular malformation in the lungs.